Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the test strips were sticking in the port. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (07/11/2013)-device evaluation: the analysis of the test strips was completed on 07/09/2013 by lifescan product analysis. The reported complaint could not be confirmed. The product met specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.